Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that a mother had a uterine prolapse procedure on an unknown date and the mesh was implanted. It was reported that after implant, the mother had a baby that was born with two holes and a leaking valve in the heart. It was reported that the child needed to have open heart surgery at (B)(6) months-old. It was also reported that the child is on the spectrum. Additional information was requested.